Manufacturer narrative:
Device was not returned from user, condition could not be verified. Device history record and manufacturing records do not indicate any anomalies.

Event description:
User facility reported silicone tip detached from cannula. Surgeon was unable to retrieve.